Event description:
Reporter alleged blood glucose monitoring device generated a result prior to the test strip being dosed with blood. Reporter stated meter read 171 mg/dl and then 120 mg/dl. It was reported an undosed test strip will produce a result in 9 out of 10 times on the alleged meter. No actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.